Manufacturer narrative:
H10: through follow-up communication livanova learned that the only part replaced was the distribution board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in kitkat, egypt. After checking the unit by hospital biomedical engineer and replaced defected parts with new ones, it was found that distribution board was defective. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. H3 other text : unit inspection done by hospital biomedical engineer

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to patient circuit 1 pump that uses too much power when the machine was in service. There was no patient injury.

Manufacturer narrative:
Per the information reported, the cause of the issue has been narrowed down to a faulty distribution board (#96-410-704), which had been replaced with a new one to get the unit to work. A device service history review has been performed and identified that the unit was manufactured in 2020 and no other similar events have been reported. Based on the information provided and collected through follow-up with the livanova representative in charge, the cause of the error has been traced back to a defective distribution board.

Event description:
See initial report.